Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an unknown elevated blood glucose level. Customer alleged that boluses were not delivered. Tandem technical support reviewed the pump history and determined that boluses were delivered. Customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.